Event description:
The customer reported that the wire frayed and kinked during insertion and the doctor attempted to remove it, the wire would not come out. The doctor was unable to remove the wire, after an x-ray of the site, another doctor performed procedure to remove the wire. Pt was not harmed.

Manufacturer narrative:
The missing info was unattainable from the customer. Investigation in-process, and will be filed in a supplemental report when completed.